Event description:
It was reported that the remote cl transmission showed the patient was in atrial tachycardia/atrial fibrillation (at/af) greater than 4 hours but there was any at/af episodes collected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).